Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning (B)(6) 2014 the superior vena cava (svc) coil impedance measured 1 ohm and consistently measured low. Concomitant medical products: d354vrg ICD, implanted: (B)(6) 2013; 6996sq58 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Both subcutaneous right ventricular leads did not deliver shocks due to both of them having low impedance. The reason for the low impedance was apparently due to the contact of the coil to the can. Both leads were explanted and replaced. The device was reprogrammed and the device pocket was relocated. No further patient complications have been reported as a result of this event.